Event description:
The physician was attempting to direct stent a lesion using a 2.5mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent. It was reported that the lesion exhibited 75% stenosis with little calcification located in the lcx. Force was used to deliver the stent and it was reported that the stent did not pass the lesion and when the stent was removed it was noted to be damaged. Another brand stent was successfully used. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Event description:
Device evaluation: the stent was positioned between the marker bands as per specifications. The 7th and 8th distal stent segments were raised and deformed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, 75% stenosis and a little calcification). Failure to follow instructions (use of force). Conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 75% stenosis and a little calcification). User error contributed to event (use of force). (B)(4).